Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx laa closure device was implanted. Computed tomography (CT) was performed forty-three (43) days post procedure when the patient was admitted with covid. The patient did not take her six weeks of oral anticoagulation (oac) due to her illness with covid. The CT showed a pedunculated thrombus on the face of the threaded insert of the closure device which was biased towards the limbus. There was a small shoulder with a small gutter on the limbus side of the closure device. The patient was then placed on oac therapy for 6 weeks. The patient returned for a follow up transesophageal echocardiography (tee) imaging, which showed that the clot had appeared to have shrunk in size. The patient was to continue oacs for approximately three more weeks to dissolve the remaining thrombus and then perform a repeat CT. No further patient complications were reported.